Event description:
It was reported that post implant the right ventricular lead dislodged. The physician tried to reposition the lead but in both locations the impedance and thresholds were high. The lead was removed and replaced with a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.